Event description:
An aneurx stent graft system was implanted during the endovascular treatment of a 80mm abdominal aortic aneurysm on an unknown date. 2 endurant stent graft cuffs were implanted.. It was reported approx. 2 years 5 months post, follow up CT showed the likely reason both endurant cuffs were implanted was likely due to a type ia endoleak and migration as the aneurx graft was observed well below the renals. On this CT a type iiib endoleak was suspected. It was seen on angiography that the proximal portion of the anuerx graft was disrupted, and stents could be seen to be detached from the main trunk. It was confirmed that there was a type iiib endoleak, although the proximal aneurx stent ring still appeared to have partial attachment. It was possible that ballooning the endurant cuffs may have weakened or snapped the aneurx stent, but this cannot be confirmed. The physician elected to do implant an aui graft with femfem to rectify the issue which was preformed successfully with the patient reported to be doing well post op. No endoleaks or device issues were identified with either of the implanted endurant cuffs. Per the physician the cause of the endoleak and detached stents is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.